Event description:
Reporter is a recent widower, who lost his daughter and was discharged from a nursing home, when the frame gave way on his walker . There's no support with the seat either. And he fell backwards, when attempting to take a seat. He says the frame is now broken and he has been waiting well over a month for a replacement, he says the walker provides no support and is too thin.